Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll bns had a scale marking issue. The following information was provided by the initial reporter translated from french to english: "during the incoming inspection on syringes 3ml (ref (B)(4) / batch 3270383 ) we found 17 units with double scale ( lines only). Do you need some samples for analysis ? If so, where do we need to address it. Picture available in attachments."

Event description:
During the incoming inspection on syringes 3ml (ref 301073 / batch 3270383 ) we found 17 units with double scale ( lines only). Do you need some samples for analysis ? If so, where do we need to address it. Picture available in attachments.

Manufacturer narrative:
One photo and a sample of six 3 ml luer-lok non-sterile syringes lot 3270383 were evaluated and received. The photo is divided into two sections: the left side shows the label with all the proper information corresponding to a 3 ml non-sterile bd luer-lok tip syringe on a carton box. In contrast, the right side shows three 3 ml syringes with what appear to be ink rings. Six 3 ml luer-lok syringes were received loose and disassembled. Multiple ink rings were present around all six barrels from the first major graduation line to the 1 ½ major graduation line. The condition observed in the photo and the samples received is non-conforming per product specification.potential root cause for the ink rings defect is associated with the marking process.a device history record review was completed for provided batch number 3270383 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.